Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g3, g6, h2, h11. The following section was corrected: d2b device product code. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no UDI information exists. This device is considered similar to (B)(4). D10: (B)(6); nexgen option st tib plt size 3 lot# 63240457. 00596401551; lps-flex option femoral e-l lot# 63359845. (B)(6); lps-flex fxd mld ef/34 10mm lot# 63412010. (B)(6); nexgen all poly pat comp 32dia lot# 63308842. G2 ¿ foreign ¿ united kingdom. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision approximately three years post-operatively due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.